Event description:
Customer reported that on (B)(6) 2011 at 7:36 pm her blood glucose measured 151 mg/dl and she was eating 100 grams of carbohydrates, so she administered a bolus of 13.2 units of insulin, plus an extended bolus over 2 hours of add'l 4.2 units. At 8:55 pm her bg had risen to 385 mg/dl, so she took an add'l 10-12" units by manual injection. At 9:44 pm her bg was still 362 mg/dl, so she deactivated the device at 9:46 pm, at which time she observed that the cannula was "double kinked."

Manufacturer narrative:
The returned product was evaluated and no malfunction that would have interrupted insulin delivery and contributed to high blood glucose could be confirmed. Although a single kink was observed in the cannula, the fluid path was tested and found to be unobstructed by any internal occlusion. The occlusion sensor was tested and found to function as intended. The insertion mechanism was reloaded and deployed as intended; it also was inspected and no defects were detected. No signs of internal leakage, chassis cracks or loose batteries were found. Downloaded data from the devices use period, however, showed some pulse width time-outs toward the end of use, which may indicate that the pump drive laboring. The cause for this could not be conclusively determined, and thus the device can not be definitively determined to not have contributed to the event. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."